Event description:
It was reported that the patient experienced a decrease in therapeutic benefit at night. It was noted that the patient used per programmer to check her implant each night, and thought it was possible that she might be accidentally turning the implant off each night. It was also noted that the patient's vaginal area seemed sore after stimulation was on for a while, so the patient decreased stimulation from 2.9 volts to 2.8 volts. The patient later reported experiencing a shocking or jolting sensation, which appeared to happen only during normal movements or if stimulation was turned too high. The patient continued to experience a decrease in benefit at night, and changed from program 1 at 2.9 volts to program 2 at 2.7 volts, though the patient later stated that program 2 did not help as much as program 1. The patient also experienced acute pain in the groin area, and stated that she had an abscess which the hcp released back in december. It was noted that the patient was anxious about the implant, and the anxiety may have had something to do with a stroke and heart attack that she had some time ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v750666, implanted: 2011 (B)(6), explanted: na; extension model 3095-10, serial# (B)(4), implanted: 2006 (B)(6), explanted: na.